Event description:
The manufacturer became aware of a user of bipap auto biflex stating daughter in law called in stating patient passed away. She wants to return the device. There was no report of medical intervention. No additional information can be requested at this time. Reportable since device issue/event has or may have caused or contributed to a death. This complaint is included in the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.

Manufacturer narrative:
The manufacturer previously reported information in reference to a user of ds2adv auto CPAP stating daughter in law called in stating patient passed away the device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected for particles and scrapped. There were no reportable product malfunctions reported in the evaluation.